Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12117. It was reported the patient experienced ineffective stimulation and x-rays indicated the extensions were fractured. As a result, the patient's extensions were explanted and replaced. Surgical intervention resolved the patient's issue.